Manufacturer narrative:
(B)(4). Per the homechoice and homechoice pro apd systems patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The care giver (cg) stated that there was an unused line with the white clamp open in the organizer. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.